Event description:
Related manufacturer reference number: 2017865-2022-12693. Related manufacturer reference number: 2017865-2022-12696. It was reported that loss of capture was observed on the right ventricular (rv) lead. While pacing at high outputs, the patient experienced twitching. An x-ray was performed and a perforation was confirmed. The rv lead was explanted to resolve the event. During explanted procedure, potentially infectious fluid secreted from the pocket opening. The system was explanted. The patient was stable and will continue to be monitored. The system was implanted in (B)(6). The patient then returned home to (B)(6), where the event was discovered.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
As received, a partial middle portion of the lead was returned in one piece. The reported event of failure to capture could not be confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage. The tip stiffness and helix mechanism tests could not be performed due to the helix assembly was missing/not returned for analysis.